Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer blood glucose level was not impacted. Customer was able to load new cartridge successfully.